Manufacturer narrative:
With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in calibration during maintenance. The root cause could not be established as the system passed the calibration successful after repeating the initial preparation for calibration, but it can be assumed that the preparation was not fully correct. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Patient in apv - simv (neonatal) setting : vt 22ml, f 32, it 0.5, ps 10. Last ventilator check was at 2324 on (B)(6), 2020. (Hamilton g5 clock one hour behind actual) patient has been receiving aerosol treatments consisting of albuterol, hypertonic saline, pulmicort and pulmozyme. Last treatment was pulmozyme at 0050 on (B)(6) 2020. Therapist answering alarm on vent states volumes of 500 - 600ml were seen on the ventilator screen. Ventilator was changed out. No harm to patient. Ventilator in question was checked without any problems. Bedside therapist did not check event log or expiratory pin nor could she recall the alarm that was displayed. (B)(6), just wanted to keep you in the loop about the findings on the ventilator and would like to see if someone could schedule a time to come and meet with our therapists about what has been happening. I realize that this is a difficult time for meetings, but as these things happen the physicians are questioning the ability of the vents and its accuracy. Any help with this would be appreciated. Thank you (B)(6).